Manufacturer narrative:
Sections with additional information as of 14-aug-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was returned for evaluation; no defect was detected. Test strips were returned for evaluation; no defect was detected.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 393, 223, 460, 219 and 129 mg/dl. The customer¿s expected fasting blood glucose test result range is 92 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 326 mg/dl using truetrack meter. The product is stored according to specification in the utility closet. The test strip lot manufacturer¿s expiration date is 04/30/2022 and test strips were opened three days ago. The meter memory was reviewed for previous test result history (date and time are estimated per customer as the time was not set): (B)(6).